Manufacturer narrative:
Sample not received by manufacturer in time for this report. Investigation is incomplete at this time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges: stapler jammed during use on a patient. No patient injury reported.